Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen (73 worldwide incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient reported an abscess on the left axilla 12 days post miradry treatment. Patient initially experienced increased redness, swelling and pain in the left axilla 5 days post-treatment. Antibiotics were prescribed. At 9 days post-treatment, the patient was examined by her dermatologist, who drained the infected area and took a sample of the fluid for culture. Later that day, the patient was admitted to the hospital. More fluid was drained, and an IV of strong antibiotics were administered. By 12 days post-treatment, the symptoms improved and the culture results were positive for staph (exact strain unknown). Patient was released from the hospital, and antibiotics (cephalexin) were prescribed. Patient confirmed her symptoms resolved 23 days post-treatment.